Event description:
During remote follow-up, the device could not be interrogated. Abbott technical support was contacted and confirmed that device could not be interrogated due to high speed telemetry lockout. No intervention was anticipated. The patient was stable and will continue to be monitored; there were no adverse consequences.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or caused a serious event. Rf telemetry lockout is normal device function in which it switches from high speed telemetry to slow speed telemetry to save battery. There is no device malfunction or serious injury to patient.